Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism malfunction (late deployment) or determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose history. She stated that there was a delay in the cannula insertion process.